Manufacturer narrative:
Telephone number: (B)(6). Through follow up with customer it was reported that physician was unhappy with the results after surgery and had complained that the equipment was more aggressive to the corneas than normal in comparison to the regular signature vs signature pro. Device evaluation: the engineer went on site to evaluate the system and could not find any issue. The system meet all specifications. After he spoke with the nurse it appears that the wrong program was used during the surgery. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a vitrectomy was performed due to a rupture of the capsular bag that motivated the migration of the vitreous to the anterior chamber. The patient is well and stable in terms of vision. No additional information was provided.